Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('bleeding: menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)'), genital haemorrhage ('abnormal bleeding(general)') and complication of device removal ('complications from essure removal procedure : micro-bleed somewhere, took an extra 1.5 hours to find and repair') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine headache, multigravida, parity 2, abortion (2) and anemia. Previously administered products included for an unreported indication: mirena. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("pain: dysmennorhea (cramping)"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), complication of device removal (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and cervical cyst ("cyst on cervix and within cervix that bled all the time"). The patient was treated with surgery (hysterectomy (full), salpingectomy (one side removal of fallopian tube)-(B)(6) 2012). Essure was removed on (B)(6) 2012. At the time of the report, the menorrhagia and cervical cyst had resolved and the genital haemorrhage, complication of device removal, dysmenorrhoea and vaginal haemorrhage outcome was unknown. The reporter considered cervical cyst, complication of device removal, dysmenorrhoea, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: previously reported essure insertion date : (B)(6) 2008. Patient received treatment for events- dysmenorrhoea, genital bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure confirmation test (unspecified) results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2019: pfs received: new events-genital bleeding, vaginal bleeding,cyst on cervix and within cervix that bled all the time, complications from essure removal procedure : micro-bleed somewhere, took an extra 1.5 hours to find and repair ", lab data, medical history, reporter, patient demographic added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('bleeding: menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("pain: dysmenorrhea (cramping)"). The patient was treated with surgery (full hysterectomy with unilateral salpingectomy). At the time of the report, the menorrhagia had resolved and the dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and menorrhagia to be related to essure. The reporter commented: previously reported essure insertion date: (B)(6) 2008 . Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009: essure confirmation test (unspecified) results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: previously reported event "injury to herself" updated to "pain: dysmenorrhea (cramping)", events- "bleeding: menorrhagia (heavy menstrual bleeding)", lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.